Manufacturer narrative:
The insulin pump alarmed failed during self-test due to faulty connector on remote frequency board. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error which indicated an issue with an electrical component on the circuit board that caused the device to fail the self test. The customer's mother stated that the alarm occurred twice and was advised that the device be replaced. She did not know the blood glucose reading. Nothing further reported.